Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's battery appeared to be depleting more quickly than expected. The device was successfully replaced. No additional adverse patient effects were reported. Device is expected to be return.